Event description:
In 2008, the lay user/pt contacted lifescan alleging that she was unable to code her one touch ultra. The following info was obtained from the customer care advocate's documentation since the medical affairs specialist was unable to contact the pt for add'l info. The reported issue first began at 9am on the day before. At an unspecified time after she was unable to code her meter, she reportedly developed symptoms of feeling jittery and her head and hands felt funny. Info regarding the events that led to the pt's symptoms, such as her activity levels, medications, meals, and previous meter readings were not reported. It was not specified if the pt administered any self-treatment after experiencing her symptoms. One day after the reported issue started (11-11:30am on original date), the pt received assistance from a health care professional and was treated with food and/or drink. It was not specified why she was treated with food/drink and no blood glucose tests on a health care professional device were reported. She provided a "72 mg/dl" blood glucose result obtained from her backup meter but the date/time of the test was not specified. The customer care advocate (cca) went through troubleshooting with the pt and noted that the reported issue was resolved. Replacement products were still sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with sever hypoglycemia, after she was unable to code her meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.